Event description:
During a cardio-pulmonary bypass procedure, the perfusionist observed blood dripping from the tubing connection between the heat exchanger and the oxygenator. It waqs determined that it was not necessary to change out the unit since the leak was minimal. The user facility reported that the case was completed successfully with no complications and the patient is fine.